Event description:
After cleaning of the device, the user reported that when the heater cooler was in cooling mode, the water did not flow as expected. No other details regarding the nature of the event were provided. Since the event occurred after cleaning of the device, there was no patient involvement during this event.